Event description:
The user facility reported that the forceps elevator broke at the beginning of a therapeutic endoscopic retrograde cholangiopancreatography procedure. The users reported that there were no endotherapy devices deployed at the time. The users reportedly utilized a different, but similar device to complete the procedure. There was no patient injury associated with this event.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the users' report of the broken forceps elevator due to the broken elevator stopper. The device was further examined and slight dents and scratches were found on the distal end cover and minor cracks were found on both sides of the bending section cover glue. The cause of the users' experience was determined to be due to mechanical failure. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.